Manufacturer narrative:
The root cause of the customer's complaint is a manufacturing defect, hard plastic protruding from a bristle field.

Manufacturer narrative:
The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that a piece of plastic appears in place of where a section of bristles should be in the brush head. No injury reported.